Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include vomiting, abdominal pain and the presence of trace ketones. In the ER, the patient was treated with pain medication and "medicine to bring bg levels down". The patient was released after spending 5 hours in the ER. When this pod was removed, mother reported the cannula appeared bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.